Event description:
It was reported that the patient experienced pain at the scs ipg site. As a result, surgical intervention was undertaken wherein the ipg pocket was revised on (B)(6) 2019. Therapy was restored, and issue was resolved.